Event description:
It is reported that the plastic bag adhered to femoral component.

Manufacturer narrative:
Eval summary: previously addressed supplier issue. Eval codes: this femoral component was packaged with a raw material lot of polyethylene bags that was previously identified as having the potential to adhere to highly polished surfaces, which may leave a residue and in some case a portion of polyethylene on the device. Independent lab testing found the residue to be non-toxic. This condition was caused by a variability in the chemical constituents in the polyethylene film during the extrusion process. The zimmer specification for polyethylene bags has been revised to ensure appropriate composition levels. All product in zimmer inventory that was packaged with the suspect raw material lot was reworked and a field communication was released to heighten the awareness of this potential issue.